Event description:
It was reported that a patient had a connection issue during peritoneal dialysis (pd) therapy, while the transfer set was being changed. The customer reported that the patient connector was not connected well, with the titanium adaptor. There was a gap observed at the junction spot. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional relevant information is received.

Manufacturer narrative:
(B)(4). Visual inspection, leak, clear passage, and clamp function tests were performed with no issues detected. Difficulty was noted when the in house titanium adapter was hand tightened to the transfer set. As a result, the root cause of the reported issue was determined to be a manufacturing issue. Once the difficulty to connect the titanium adapter with the transfer set was reviewed, the process relative to the inside diameter of the molded catheter adapter needed to be improved. Corrective action was taken in (B)(4) 2013 on the molding process to include replacement of mold cores to bring identification measurements into the center of the specification range. In addition, specific measurement requirements were added to molding department procedures to ensure consistency of measurement. Should additional relevant information become available, a supplemental report will be submitted.